Event description:
The cypher select plus hub was noticed cracked when the stopcock was put on the hub because water started to leak. There were no anomalies noted when the device was taken out of the package. The device was prepped according to IFU. The device was not pulled or steered by the hub.

Manufacturer narrative:
This device crb 18350 (lot 14045692) is distributed outside the united states; however, it is similar to the united states product cxs 23250. Device history record review was conducted and the product met quality requirements for product acceptance. Additional info will be submitted within thirty days upon receipt.